Event description:
On (B)(6) 2010, the pt reported that since (B)(6) 2010 her insulin infusion headsets are not properly adhering. She prepares her site by using alcohol, allows it to dry and then uses IV prep wipes to make the site "stickier". She said she has used tape to keep the headsets from falling off. Courtesy infusion sets, liquid adhesive and adhesive remover were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.